Manufacturer narrative:
(B)(4). Batch # v9628t. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the (B)(4) device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, one clip partially formed was feed due to an anti-backup failure and then it fed and formed 5 conforming clips as expected. In addition, the device lockout as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl and spring were found out of position causing the anti-backup failures. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5 mm trocar and reopen when completely through the trocar. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. A manufacturing record evaluation was performed for the finished device batch number v9628t, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide more details about ¿there is a possibility that a clip was left inside the patient¿ did device drop or eject clips? No, but jamming occurred and 2 clips were deployed at the same time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws did not move at the 1st firing. The trigger was grasped several times, then two clips were deployed at the same time, jamming occurred. There is a possibility that a clip was left inside the patient since the number of clips did not add up. The customer required to investigate how many clips are remained in the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.